Event description:
It was reported that a customer experienced a cracked or shattered touchscreen on their device, rendering the touchscreen non-functional. The customer's blood glucose level was recorded at 130 mg/dl. The customer is returning the device, and a replacement pump with a new serial number has been arranged, pending the return of the faulty device.